Manufacturer narrative:
Facility experienced an event with your ligaclp endoscopic multiple clip applier while performing an unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #971792. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaw no, damaged jaws yes, damaged cutter n/a, damaged feed bar no, damaged handle shrouds no, damaged other no, damaged tip shrouds no, damaged trigger no, damaged tube no damaged weld seams no. Functional tests & results: antibackup functionl yes, firing: feed conform yes, firing: form conform no, jaws: hold clip yes, jaws: inside width at tips .214, lockout funcional yes. Analysis conclusion: based upon the inquiry info received and the visual and functional results, it was concluded that the jaws had become damaged and would not fomr the clips properly. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
The er320 was used during an unknown procedure. The clip applier was labeled "defective." It did not properly form clips and spit out uniformed clips. A new clip applier was used to complete thhe procedure. There was no consequence to the pt.